Event description:
Patient undergoing cystoscopy for removal of right ureteral stone and stent placement. When attempting to place stent, the string was pulled off of stent and tore through last eyelet on dangler side.